Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110b proximal pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair for the 110b per philips service manual and advised to replace solenoids 3&4. Discussed replacement to include required testing per table 9-2. Provided parts ID for the solenoid valve, v60. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.